Event description:
The device was implanted on (B)(6) 2016. In data stored in device memories, the physician found some episodes of vf and ms which were recorded one week before implantation date. Preliminary analysis confirmed the reported behavior. This behavior is most probably due to detection of some artifacts before implantation.

Event description:
The device was implanted on (B)(6) 2016. In data stored in device memories, the physician found some episodes of vf and ms which were recorded one week before implantation date. Preliminary analysis confirmed the reported behavior. This behavior is most probably due to detection of some artifacts before implantation.